Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance and a gradual rise in pacing impedance. An increase in rv threshold was also reported. Device output was reprogrammed and the patient will continued to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance and a gradual rise in pacing impedance. An increase in rv threshold was also reported. Device output was reprogrammed, and the patient will continue to be monitored. No adverse patient effects were reported. Additional information received indicates the physician elected to test system integrity by performing a commanded shock. The shock impedance measurements during the test were within normal range. As such, scarring at the position of the rv lead in the anterior septum was suspected. The patient will continue to be monitored via the latitude remote patient monitoring system.